Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One (1) impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured at the collar. Human bone/tissue was also identified attached to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted and no the per form was provided. Bone density is unknown. The reported device was located on an unknown tooth site, (fdi) and was used for approximately 4 years 9 months.the customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsv6b11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fractured) or product (tsv6b11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported implant removed due to fracture at the collar.